Event description:
(B)(4) affiliate reported a pt hospitalized for treatment of a microbial keratitis. The onset was approximately one month ago. Reportedly, visual acuity was not affected due to the small size of the infiltrate and location outside of the visual axis. The pt was wearing 1-day acuvue trueye. Little info is available at this time. Treatment records have been requested when pt's treatment is complete. This event is being reported as a serious injury due to the hospital treatment and diagnosis of microbial keratitis. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.